Manufacturer narrative:
The results of the investigation concluded that the female luer was noted to be cracked. Air leaked from the luer during functional testing, consistent with the cracked luer and the leak. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the leak is consistent with damage during use.

Event description:
During the procedure, the female connector of the tubing on the catheter was cracked and could not be irrigated properly. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was noted.